Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 460 mg/dl. The customer declined troubleshooting further with tandem technical support but planned to continue using the existing cartridge. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.